Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The visual inspection of the lead revealed that the conductor cable to the rv shock coil was ruptured at the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the damage occurred due to excessive mechanical forces. The presence of extraordinary strong pulling forces during the explantation procedure, as indicated by the clinical observation, can be considered as root cause for the the ruptured conductor cable. The analysis did not reveal any sign of a material or manufacturing problem. All parameters of lead and ICD were normal and as expected. There was no indication of a system malfunction.

Event description:
Ous MDR - it was reported that the shock impedance on this lead was over 150 ohms. The patient was called for a follow-up and the impedance measurements were alright. Artifacts were observed in ff. It was decided to replace the lead. The ICD was exchanged, because the physician could not unscrew the lead from the header. No adverse patient side effects were reported.

Event description:
Ous MDR - it was reported that the shock impedance on this lead was over 150 ohms. The patient was called for a follow-up and the impendace measurements were alright. Artefacts were observed in ff. It was decided to replace the lead. The ICD was exchanged, because the physician could not unscrew the lead from the header. No adverse patient side effects were reported.

Manufacturer narrative:
On 9/11/2014, we were provided with an updated analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. The visual inspection revealed that the conductor cable to the rv shock coil was deformed and fractured at the df-1 connector. This observation can be considered to the be root cause of the high shock impedance values mentioned in the complaint description. It cannot be excluded that traction forces applied on the lead contributed to the observed damage.